Event description:
It was reported to boston scientific corp on (B) (6) 2009 that prolieve thermodilatation kit was used during a benign prostatic hyperplasia procedure. According to the complainant, during the procedure, the physician was unable to place the prolieve catheter, due to the tip folding back on itself. The physician aborted the procedure. There was no complications and the pt's condition was reported as fine.

Manufacturer narrative:
Pt's exact age is unk; however, the pt's age has been reported as (B) (6). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).